Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the touchscreen was not responding for short time. Furthermore, it was reported that the venous probe could not be calibrate and the user the user made an electric "spark" at the touch of the venous probe. As stated by the service and sales unit (ssu)on 2021-06-23 a getinge field service technician (fst) investigated the cardiohelp in question. The fst could not confirm the reported failures. The device was tested and put back in use. Root cause for venous probe failure: a similar failure was investigated by getinge life-cycle-engineering on 2021-05-25. In order to address this failure a CAPA#449034 was initiated on 2021-03-26. The root cause of the initialization errors was determined as an unsuitable holder. As an action the specification of the reference surface will be changed within the ecr 21052606. This was also confirmed by the service and sales unit on 2021-06-17 as the failure was solved when the handle was in a horizontal position. Root cause for touchscreen failure: with reference to the current risk file the following possible causes could be linked to the reported failure: - lost touch calibration. According to the instruction for use of the cardiohelp (IFU, chapter 4.10.4 "calibrate touchscreen") the touchscreen needs to be calibrated prior to use. Further in the IFU (chapter 5.6.1 check before every application)is stated that the touch screen has to be checked before use. The reported "electric shock" from the venous probe was analyzed by getinge life-cycle-engineering: the venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. The logfiles analysis was performed by getinge life-cycle-engineering on 2021-07-14 and no malfunction of the device could be detected and no "electrical shock" could be confirmed. Based on the investigation results the failure "venous probe could not be calibrate" could be confirmed. The failure "touchscreen loss calibration" could be confirmed, but no product related malfunction. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Further information are requested, but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The following was reported: momentary loss of screen display, for no reason. The display disappeared and then reappeared. Unable to calibrate the saturation probe. This problem was observed when the blue handle was in the upright position. Calibration was subsequently possible when the handle was in a horizontal position. In addition, on two occasions, the user made an electric "spark" at the touch of this probe. Complaint number: (B)(4).